Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic adhesions ('pelvic adhesions') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), menorrhagia ("menorrhagia"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and lysis of pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic adhesions, menorrhagia, endometriosis and ovarian cyst outcome was unknown. The reporter considered endometriosis, menorrhagia, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic adhesions ('pelvic adhesions') in an adult female patient who had essure (batch no. 713451, a63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concurrent conditions included uterine enlargement, menometrorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), menorrhagia ("menorrhagia"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy and lysis of pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic adhesions, menorrhagia, endometriosis and ovarian cyst outcome was unknown. The reporter considered endometriosis, menorrhagia, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: the cavity assessment did show a very thickened and fluffy endometrium. Bilateral tubal ostia were able to be visualized. The first essure coil device as inserted into the left fallopian tube and inserted per the manufacturer directions. Picture was taken with the appropriate 1-2 coils visualized from the tubal ostia. The 2nd essure coil device was inserted into the right fallopian tube, again per the manufacturer guideline. There was 1 coil present postplacement in the concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic adhesions, endometriosis, pelvic pain, ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic adhesions ('pelvic adhesions') in an adult female patient who had essure (batch no. 713451, a63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concurrent conditions included uterine enlargement, menometrorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), menorrhagia ("menorrhagia"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy and lysis of pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic adhesions, menorrhagia, endometriosis and ovarian cyst outcome was unknown. The reporter considered endometriosis, menorrhagia, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: the cavity assessment did show a very thickened and fluffy endometrium. Bilateral tubal ostia were able to be visualized. The first essure coil device as inserted into the left fallopian tube and inserted per the manufacturer directions. Picture was taken with the appropriate 1-2 coils visualized from the tubal ostia. The 2nd essure coil device was inserted into the right fallopian tube, again per the manufacturer guideline. There was 1 coil present post placement in the concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic adhesions, endometriosis, pelvic pain, ovarian cyst lot number: 713451 manufacturing date: 2010-02 expiration date: 2013-02. Lot number: a63339 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic adhesions ('pelvic adhesions') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), menorrhagia ("menorrhagia"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and lysis of pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic adhesions, menorrhagia, endometriosis and ovarian cyst outcome was unknown. The reporter considered endometriosis, menorrhagia, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.